Event description:
It was reported that during testing the tip of the device was found to be broken off. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during testing the pointer was dropped on the floor and the tip broke off. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during testing the tip of the device was found to be broken off. No patient involvement or procedural delays were reported with this event.